Event description:
Approximately 3.5 years following implant of the gore excluder bifurcated endosprosthesis, the pt was surgically converted, and the device was explanted due to growing aneurysm. No endoleak was noted. Pt status is fine.